Event description:
Patient noticed a blister at the site of a recent revision. He went to see physician on (B)(6) 2021. Physician drained the blister. Patient also reported heat at the site. Patient is known to have a reaction to the adhesive clips.